Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (service codes) was investigated. As received, the monitor was unable to complete detect and treat testing. The monitor displayed services codes 207 (ipkg upgrade fault). The root cause of the service code was manufacturing update process interrupted during auto test. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 207 (ipkg upgrade fault).